Event description:
At f/u, the freeze screen of the ECG/egm indicates an atrial lead dislodgement. Further lead testing confirms this finding. A chest xray will be performed and the lead will be repositioned. Pt's dob has not been provided. Therefore, we cannot provide the pt's age at time of this event.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The mfg process for this device was re-investigated. All production steps had been informed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.